Event description:
The ge oec 9600 fluoroscopy system displayed checksum error codes.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective s-ram, which was removed and replaced. The system was also checked for maximum dose output and was within regulation. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.